Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter and the guide wire were received. The coating of the guide wire was worn out on multiple sections. The foreign material was on 201 & 209 cm from the tip of the guide wire. The aspiration test was performed and lower aspiration level than nominal was achieved. A clear root cause for these incidents could not be identified but device contamination of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure allegedly there are something got stacked inside the catheter. They noticed some kind of ring on the guide wire. The physician changed the method of the thrombectomy from the aspirex to indigo. There was no reported patient injury.